Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was going in on the day of the call because her device was not working. The hcp stated she had not seen the patient since (B)(6) 2014 and at that time the patient was showing impedance issues - 01, 02, 03, 13 were all >4k ohms at that time. They assumed the lead was fractured but the hcp noted at that time the patient was using +3 and -1 for programming. It was noted that the patient was not complaining of therapy issues at that time (caller noted 'at the time it was working for her').

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.